Manufacturer narrative:
The customer reported that the central nurse's station is not displaying patient identification information. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. The following devices were being used in conjunction with the cns: telemetry.

Event description:
The customer reported that the central nurse's station is not displaying patient identification information. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer called regarding telemetry packs, they were unable to pull patients demographic through, however vitals were still present for both tele devices. Service requested / performed: troubleshooting. Investigation summary: nk tech support resolved the issue by educating the user on how to locate the patient demographics being monitored on the tele. There was a lack of user knowledge. Nk ts advised they reboot the cns to resolve the issue of tele patient demographics not being scene at the cns. The customer became unresponsive to follow up attempts. Root cause cannot be determined. As this issue has an overall risk score of medium and root cause could not be determined, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to the MDR report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters (2): model #: ni. Serial #: ni.

Event description:
The customer reported that the central nurse's station is not displaying patient identification information. No consequence or impact to the patient was reported.